Event description:
It was reported that the 8300 error 571.6500. There was no patient involvement.

Event description:
It was reported that the 8300 error 571.6500. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** correction: unique device identifier (UDI)# updated device identifier (di) details and serial number is not available.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8300 error 571.6500. There was no patient involvement.